Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with weight gain, fatigue, and signs and symptoms of right heart failure. The patient was admitted t the hospital for medical management. Dobutamine drip, sildenafil po, and transferred to another center (B)(6) 2014 for further management. Information received 10/14/2014 from the clinical specialist: the patient was released from the other center (B)(6) 2014. More details to follow when patient is evaluated at their follow up center on (B)(6) 2014. Additional information received from the vad coordinator via the clinical specialist the patient went to another center and continued milrinone drip. They didn another right heart catheter. The patient received two units of blood. Started digoxin. Kept bumex. Did a ramp study, negative for thrombu.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.